Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 6mm, 0.3ml bd insulin syringe. Consumer reported removed shield hub missing; consumer claims might still be in shield. The returned sample was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. No other issues were observed on the returned sample. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Event description:
It has been reported that the syringe 0.3ml 31ga 6mm wholeunit 10bag has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported by the consumer that after removing the shield, the hub was missing and may be in the shield. Verbatim: removed shield hub missing. Consumer claims might still be in shield. Occ date for this was either (B)(6) 2019 or (B)(6) 2019 = unknown exp date 2023-12-31.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3 ml 31ga 6 mm whole unit 10bag has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported by the consumer that after removing the shield, the hub was missing and may be in the shield. Verbatim: removed shield hub missing. Consumer claims might still be in shield. Occ date for this was either (B)(6) 2019 or (B)(6) 2019 = unknown. Exp date 2023-12-31.